Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was returned for evaluation on (B)(4) 2014. The device was visually inspected and no defect was found. Functional testing was performed and failed. A review of the receiver log confirmed a hardware error code. Customer complaint was confirmed and the root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.